Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reports two adc devices have prematurely failed with issues described as a loss of readings for several hours, or other unspecified failures. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities. If the customer contacts adc customer service, a follow-up will be submitted if more information is obtained. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the customer was unable to be contacted to request a return of the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is 2 of 2 MDR submissions as mw5187036 is associated with medwatch# mw5187035.